Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented with recurrent angina and shortness of breath on exertion and was admitted into the hospital. Source documents indicated that the patient had discontinued his medications except for aspirin over a year ago. Cardiac catheterization was recommended and revealed a widely patent stent in the mid portion of the rca with a 60-70% stenosis proximal to the previously placed mid distal stent in the rca. Treatment was performed utilizing pre-dilation using a flextome cutting balloon. However core lab information noted that a small grade b vessel dissection occurred after pre-dilation at the ostium segment of the rca. A 2.75x28mm promus was placed to overlap the previously placed study stent and a 3.0x18mm promus stent was used for bailout treatment being placed proximal to the current stent and overlapping to extend into the ostium. Both stents were post dilated resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.